Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report patient identifier (B)(6) for the suspect device used in system 1. Will not be returned to manufacturer.

Event description:
Reporter alleged that a patient received the following results: 89 mg/dl on a lab system, drawn at 1646 220 mg/dl on inform system 1 at 1656 96 mg/dl on inform system 2 at 1658 no actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the strips have been used, so no product will be returned for evaluation.